Event description:
It was reported that sometimes the 6600 system shorts itself out for no apparent reason. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Reset all power connectors and identified the need to replace the power supply. Replaced ps1 power supply and adjusted voltages. The system was tested and found to be working as intended and placed back into service.